Event description:
Home pt (hp) reports left shoulder pain due to excess air infused into peritoneum during treatment. Rn reports hp did not prime pt line of homechoice set completely, prior to connection. Rn reports an x-ray was given which confirmed excess air in the peritoneum hp has been taking vicadin for the pain. No resulting injury per hp.